Event description:
Customer reported that their rp500e instrument gave a discrepant high thb result compared retesting of a new sample on a non-siemens device. Customer stated that they had not applied a correlation factor to the instrument although they had performed a correlation study between the rp500e instrument and the lab analyzer.there is no report of injury due to this event.

Manufacturer narrative:
The customer has provided instrument log files for further investigation. Investigation is underway. The cause of this event is unknown.

Manufacturer narrative:
Siemens has completed the investigation. The customer provided event logs and automatic quality control (aqc) data from the instrument in question. A review of these files indicates that the instrument was performing as intended at time of analysis of the escalated sample. No errors related to the co-oximetry subsystem were detected on date of event, all aqc samples recovered within the published ranges for total hemoglobin (thb). Further evaluation is not possible without access to the cx files for the measurement cartridge in use at the time of the event, which the customer was not able to provide. It should be noted that optical thb measurement is dependent on the quality of the sample, and specifically the red blood cell concentration as presented in the slide cell. Therefore, for an accurate measurement of thb in whole blood, it is known that thorough mixing and rotating of the red blood cells immediately before analysis is required. While the cause of this event is unknown, there is no indication that the instrument is not operating as intended.